Event description:
It was reported that a patient underwent a fascia procedure on (B)(6) 2023 and barbed suture was used. During the procedure, at the time of fascia closure, when fixing the fixation tab, the needle was moved according to proper use, but the fixation tab broke. Another product was used. The suture method was continuous suture. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the lot number:unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Fascia. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure?no. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.